Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to sense, failure to pace, and failure to capture. It was also noted that the patient experienced an inappropriate shock from their rv lead. An echocardiogram was performed and revealed that the patient's rv lead had become dislodged. Programming changes were made to disable the lead. The rv lead was repositioned successfully on (B)(6) 2025. The patient was stable.